Event description:
Oversensing of normal sinus rhythm was reported. The patient did not get shocked. Patient alert for out of range impedance on the pace/sense portion of the lead was also noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.